Event description:
It was reported to boston scientific corporation that an amplatz renal dilator was used during a ureteroscopy procedure performed on (B)(6) 2013 according to the complainant, during the procedure,while using the amplatz renal dilator, the patients ureters tore. There were no further patient complications, post procedure, reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable. Several attempts have been made to obtain additional information and information concerning the product return but to no prevail.